Event description:
The customer received a blood glucose reading of 85/86 mg/dl from one contour meter and a reading of 35 mg/dl from her other contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer disposed of her contour test strips so further troubleshooting was not possible. No product will be returned.